Event description:
Information received by medtronic indicated that diabetic ketoacidosis and crack on battery compartment. The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2022 with blood glucose of 600 mg/dl. The customer had experienced the symptoms such as confusion, feeling sick, headache, tired/weak, altered vision, extreme pain/cramps, nausea, vomiting, abdominal pain, difficulty in breathing and increase in thirst. The customer was treated by insulin drip in hospitalization. Customer stated that bottom of the battery compartment was cracked. No further patient complications were reported. Troubleshooting was performed and customer will discontinue use of the device. Insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Retainer ring = black customer returned pump for an alleged cosmetic damage located at the battery side compartment and was hospitalized for high bgs and dka found on mar 22, 2022 (per ss event date), however the customer's notes stated the customer was hospitalized for high bgs and dka on (B)(6) 2022. Also, on (B)(4), svn#: (B)(4)- customer returned pump for an alleged low bgs and pump/bg meter communication anomaly found on (B)(6) 2020. Device was received with a cracked case-corner of belt clip rails near the battery tube compartment. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08690 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. The pump was programmed with contour next test glucose meter. The pump connected successfully to the test meter and displayed ¿bg meter connection successful¿. The pump was programmed with contour next test glucose meter. The pump communicated properly and recorded the 99 mg/dl test value properly from glucose meter. The pump sensor feature is working properly. No unexpected pump and bg meter communication errors or anomalies noted during testing. Successfully downloaded history files and traces using thus. Successfully uploaded pump to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a cracked battery tube threads and a scratched case. Cosmetic damage was confirmed at the battery side compartment. The pump passed all the required testing. Unable to verify customer alleged for low bgs, high bgs and dka. Pump/bg meter communication anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.